Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department with an unsigned note from the labor and delivery department stating "screen buttons do not work". There were no reports of any adverse patient events or delay in therapy while the device was in clinical use. During testing at the user facility, it was found the device touchscreen did not respond.